Event description:
It was reported that the device stopped working on a patient with an error code ¿device failure 01¿. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device stopped working on a patient with an error code ¿device failure 01¿. No patient injury was reported.

Manufacturer narrative:
The investigation was based on the log file analysis and the examination of the affected device. The log file confirmed that the ventilator issued the alarm message ¿device failure (01)¿ at the reported time. This alarm was raised in specified reaction on a pneumatic power release initiated by the hardware safety circuit. The review of the log file revealed that a very short tank overpressure signal was triggered. Based on error message in relation to the software design it could be concluded that this error entry had no relation to an actual tank overpressure and is therefore considered a temporary artefact or interference. The root cause of the short signal could not be determined. Examination of the device found no indication of a permanent hardware malfunction. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected failure of the internal safety system, the breathing system is opened to the ambient allowing the patient to breathe.